Event description:
As reported by the user facility: event description: customer stated, "pump was set to infuse and screen showed it infusing but it did not and didn't alarm. Propofol was being infused. Seventy-five ml left in the bag 100 ml in bag. Unknown amount of time to infuse bag. Rate: 40mcg/kg/min. No patient injury. Reference MFR # 9610825-2014-00212.